Manufacturer narrative:
On 26-apr-2021, mentor received additional information regarding the patient¿s information. The patient¿s weight is 110.0 lbs. The patient¿s race is black or african american. The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 9/6/19, additional information regarding the correct date of event, the grade of the capsular contracture, and concomitant product was received. The correct date of event is (B)(6) 2019, and the corresponding filed was updated accordingly. The patient experienced grade iii capsular contracture, and the concomitant implant (left-sided implant) is a 375cc mentor memorygel breast implant (catalog number: 3503754bc, serial number: (B)(6)). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a primary breast augmentation with a 400cc mentor memorygel breast implant and experienced postoperative right-sided capsular contracture. The diagnosis was confirmed by a physician. As a result, the patient is scheduled to undergo explantation on 9/25/2019.

Manufacturer narrative:
On (B)(6) 2019, mentor received additional information regarding the revision surgery. The patient cancelled her surgery due to schedule conflicts. The relevant fields have been updated. Manufacturer's reference number: (B)(4).